Event description:
It was reported from the surgeon that the device misfired during a side-to-side anastomosis during an open exploratory gastronomy. They ensured the staples were good and that the device was clean before further usage. Case was completed without patient harm with the same device.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2024 d4: batch #715c06 . Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with the firing knob forward, a reload was loaded in the device and the knife exposed. The stapler retainer was placed on the reload. The reload had the proximal 34 drivers up without staples, some staples protruding on the distal end and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. The knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 715c06 , and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "device misfired "? I am not sure I was not present that¿s just what I was told. 2. Did the device staple? No 3. Did the device cut? No 4. Was the device fired across a staple line? I don¿t know 5. Did the reload lock out and would not work? Yes 6. Did the reload begin to staple and cut, but then jammed? I don¿t know 7. How was the procedure completed? By opening another stapler.